Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd plastipak¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported "a small piece of brown foreign material was observed in a 50ml bd syringe." We received a customer complaint about a foreign brown particle in syringe part number t5003, your part number is 300137 a small piece of brown foreign material was observed in a 50ml bd syringe that was returned out of package. The small particle was analyzed and there were no good matches identified. When or where the small brown particle was introduced into the barrel of the out of package 50ml bd syringe is not known.

Manufacturer narrative:
H.6. Investigation summary: three photos and a spectra analysis report were provided to our quality engineer for investigation. Upon visually inspecting the photo, a brown matter is observed to be embedded inside the syringe barrel. The spectra report indicates the particles is 70% polyurethane. A device history review was performed for reported lot 1709209, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Polyurethane is not used during our molding process, only a polypropylene material is used. We have reviewed all tools and molding components and could not identify any element with this composition therefore are unable to identify the origin of the polyurethane contamination. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence. Manufacturing personnel have been made aware of this incident. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Conclusion: since all production and quality processes were carried out normally, the root cause of the alleged defect cannot be confirmed although it can be confirmed contamination of polypropylene during molding process. H3 other text : see section h.10.

Event description:
It has been reported that one bd plastipak¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported "a small piece of brown foreign material was observed in a 50ml bd syringe." We received a customer complaint about a foreign brown particle in syringe part number t5003, your part number is 300137. A small piece of brown foreign material was observed in a 50ml bd syringe that was returned out of package. The small particle was analyzed and there were no good matches identified. When or where the small brown particle was introduced into the barrel of the out of package 50ml bd syringe is not known.